Event description:
It was reported that the patient had a surgical procedure to remove and replace the artificial urinary sphincter (aus) device due to fluid loss. The device was replaced and everything was fully functional.